Manufacturer narrative:
(B)(4). Nonconforming staple stack, jammed staples. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. In addition, two staples were found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional testing could be performed due to the condition of the device. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an orthopedic procedure, three skin staplers misfired and had crooked staples during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.